Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited lead noise that triggered inappropriate mode switches. The noise was identified in office during a routine check. Programming changes were made. No patient symptoms were reported, and the lead would be monitored.